Event description:
It was reported that placement of the perclose proglide sutures were attempted in the right femoral artery using the preclose technique prior to a percutaneous revascularization procedure. Reportedly, the right groin was accessed and a 5 french femoral sheath was placed. It was dilated up for placement of the heart pump. The 6 french sheath was placed and the preclose technique was attempted with the perclose proglide device; however, because of scar tissue, the preclose technique with the proglide device was aborted. They proceeded with the interventional procedure. Dilatation was continued up in sequence finally placing the heart pump support sheath into the femoral artery. The stent was deployed at nominal and following deployment, the patient pressure dropped and an angiography revealed perforation of the vessel. Multiple attempts were made to seal the perforation unsuccessfully. The patient expired despite aggressive measures after approximately 3 hours of resuscitative measures. No additional information was provided.

Manufacturer narrative:
(B)(4). The device will not be returned for evaluation. A follow-up report will be submitted with all additional relevant information.